Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead had low impedances and no r-waves which triggered a lead warning. The unipolar impedance was noted to be higher than the bipolar impedance. It was discovered that the lead insulation had broken down. The lead was capped and replaced. No patient complications have been reported as a result of this event.